Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2018-14440.

Event description:
A surgeon reported that a soft tip cannula was too big to fit through an entry port prior to vitrectomy surgery. An alternate cannula was obtained in order to perform the surgery. There was no patient involvement with the unsatisfactory cannula nor any patient harm experienced.

Manufacturer narrative:
Seven unopened needles were received for the report of being too big for a port. The samples were visually inspected and were found to be conforming. The samples were then dimensionally inspected for cannula outer diameter and were found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned unopened samples were found to be conforming therefore, a fit issue as described in the complaint was not confirmed. However, since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. The actual complaint sample was not returned and the exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All cannulas are inspected by trained operators during incoming inspection for cannula outer diameter using an acceptance quality limit (aql) sampling plan. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4)